Event description:
The hosp report states that, "the pt had an indwelling catheter in place. While repositioning the pt for an x-ray, the catheter broke apart just above the y where the narrow part ends. The indwelling portion of the catheter was removed without incident. Hosp reports this is the fourth reported incident involving this product; however, co is unable to locate any previous reports.